Event description:
It was reported that the system would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and found a problem with the aspect box, but no conclusion can be drawn as repair information is not available. The customer declined further service on this system.